Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous drainage catheter placement procedure using navarre opti drain. Post the procedure, after returning to the ward postoperatively, leakage occurred at the connection point of the catheter tip. The leaking at the connector was caused by a cracked drain tubing. The connecting tube was immediately removed, and a rubber connector was reapplied to seal the tear at the catheter tip. The issue was resolved by replacing the leaking rubber connector. There were no reported patient injuries.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain. Post the procedure, after returning to the ward postoperatively, leakage occurred at the connection point of the catheter tip. The leaking at the connector was caused by a cracked drain tubing. The connecting tube was immediately removed, and a rubber connector was reapplied to seal the tear at the catheter tip. The issue was resolved by replacing the leaking rubber connector. There were no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows partial view of drainage catheter implanted in patient body. The catheter hub was connected with drainage bag connector, and no visual anomalies were noted in the provided photo. Therefore, the investigation is inconclusive for the reported fracture and fluid leak issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.